Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported there wasn't a problem with the pump it just needed to be moved to a better/more comfortable position. The pump was placed too close to the patient's hip bone which was the reason for the revision in (B)(6). There wasn't a device issue.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 2.5mg/ml at 0.7mg/day via an implantable pump. The indication for use was spinal pain. The pump pocket was revised due to weight loss. The pocket was moved. No troubleshooting or diagnostics were reported and it was unknown how the issue was identified. The issue was resolved at the time of the report. The patient status was noted as alive, no injury. When the patient first started experiencing the issue was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.